Event description:
An 81-yr-old female pt was with a history of "sick sinus syndrome." On 7/3/95 an implantation procedure was initiated with a ddd dual-chamber pacemaker. When the bipolar atrial electrode lead was advanced, the pt was in atrial fibrillation. There was no mention in the records that the atrium was damaged, however, a contributing factor to the pt's death was "arterial perforation." The primary cause was "cardiogenic shock."